Event description:
Procedure type: inguinal laparoscopic hernia. According to the reporter: the balloon rupture during the case. There was no report of pieces falling into the cavity or impacting the patient. There was no report of operating time nor incision being extended as a result. No patient injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.